Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
Correction b1 product problem was inadvertently omitted on the initial manufacturer device report number. Section d1 brand name corrected.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the ¿placement signal not reliable¿ alarm is a failing bulb in the optical pressure measuring unit.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via right axillary artery in a 57 year old female for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. During the procedure, the 5.5 was inserted into the graft with activated clotting time of 196. An additional 2 units of heparin was administered, and the graft flushed well before advancing the device. Insertion was successful. Approximately 30 minutes post insertion, while on p-6, there were suction alarms. The device was lowered to p-4 with intermittent suction and diastolic flows of 0.0. The device was changed to p-8 with mean flows 4.0-4.2 and diastolic flows 3.0-3.4, as well suction resolving. Echocardiogram was performed to reposition the device at the 5.0-5.3cm range mid-ventricular and not under or near any structures. Impella aortic (ao) and left ventricle (lv) waveforms were uncoupled. It was also reported the patient had a small axillary artery of 6-7mm. On day 3 of support, while in the intensive care unit, there was an alarm for loss of placement signal with placement signal not reliable. The automated impella controller (aic) was exchanged, and the placement signal returned on the new console. The device functioned at p-8 with no suction events or alarms, and flows were resolved. The placement signal issue and pump flow issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the device repositioning and aic exchange, however the reposition and exchange were performed with no consequence to the patient and support.

Manufacturer narrative:
Added: d6a, d6b. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.